Event description:
Customer reports to have low blood glucose of 41 mg/dl, which was treated with food. Customer states he experienced low blood glucose at the same time of day every day. Customer's blood glucose at the time of call was 160 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).